Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, dehiscence of vaginal suture. Patient came to emergency room with an opening of the vaginal cuff and needed reoperation for vaginal closure. Patient had to be re-operated.